Manufacturer narrative:
Product event (B)(4) brief description of complaint: generator displayed and e5 error code upon connection of the device, indicating the device had reached its 24 hour end of life. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040 lot number: fl50840143 expiration date: 2017-10-01 quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ 4.0 device received inside a cardboard box with minimal plastic air cushions to fill the negative space and within a sealed autoclave bag however not within biohazard bags. -no original packaging returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. -customs invoice included. Device visual inspection: -device appears used with minimal blood on shaft. -electrode exhibits damage as evidenced by chipping and peeling of the glass insulation coating as well as the heat shrink is scratched; all other components appear in place and intact. -there are no visual signs that relate to the reported complaint description. -both cut and coag buttons have a definitive tactile feel. Functional inspection: -plasmablade¿ 4.0 was connected to the complaint lab pulsar® generator and the expected e5 error code, end of life, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1 producing acceptable results. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection. -additionally it was found that the device glass coating insulation was peeling and missing in several areas and the heat shrink is scratched likely form an abrasive cleaning tool such as a scratch pad which is not recommended for cleaning per the IFU recommendations. Lhr review: a review of the lhr for lot # fl50840143 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was duplicated in the laboratory environment. The expected e5 ¿ error code - ¿electrosurgical device has reached end of life¿, was displayed upon connection to the generator indicating that the device had reached the 24-hour time-out period, each device contains a chip, eeprom, with the lot number and the device information as well as a 24-hour timeout to prevent reuse. The device functioned as intended and responded normally during functional inspection in grounded saline and when connected to the generator for all activations while utilizing the eeprom bypass connector. A likely cause of the failure that the customer is an eeprom programming error during manufacturing which triggered the e5 error code upon connection to the generator and rf energy delivery was suspended rendering the device inoperable. The generator was not returned for complaint investigation and is beyond the scope of the complaint investigation, therefore it could not be confirmed if the generator failed or malfunctioned due to software or programming issues. The complaint will be tracked and trended in gch. Additionally it was found that the device glass coating insulation was chipping and peeling as well as missing in several areas on the blade. It cannot be determined if the glass coating insulation was compromised at the customer¿s site or via transit during shipment to mae for complaint investigation. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised such as seen on the complaint device. The IFU outlines warnings and precautions that specifically apply as listed below. Lbl-00165 rev. D ¿ plasmablade¿ - IFU ¿ instructions for use warnings: -do not contact metal objects and instruments with the peak plasmablade while power is being applied as unintended tissue damage and electrode tip damage could occur. -when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Precautions: -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. -do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Note: -eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).

Event description:
During investigation of a device involved in a non-reportable event it was identified that the glass insulation coating was peeling. The device was not utilized on a patient therefore no patient information was obtained.